Event description:
Phaco tip that was put into use 1/2/96 (per exchange routine first of each month) had been tested in usual fashion. When dr began to phaco the cataract, the phaco tip fractured. Silicone sleeve was over tip as usual.